Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d4, e2, e3, g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be conclusively determined. However, the likely cause of the reported event is due to the user had insufficient knowledge on the equipment for they did not read the IFU carefully, which led to the use of high-level disinfectant instead of enzymatic detergent at manual cleaning. The event can be detected/prevented by following the instructions for use (IFU) sections which state: 4.3 endoscope precleaning and manual cleaning endoscopes must be first cleaned according to one of two ways, prior to reprocessing in the oer-pro: ¿manual precleaning and cleaning immediately after each patient examination, perform bedside cleaning, clean the outer surfaces of the endoscope, brush the forceps elevator (if applicable), brush the suction channel, flush and rinse all channels according to the step-by-step cleaning procedure described in the endoscope¿s instruction manual. Complete both the prescribed bedside and manual cleaning procedures. After the endoscope undergoes full manual cleaning, it can be reprocessed in the oer-pro. The oer-pro then provides supplemental cleaning and high-level disinfection. ¿modified precleaning and cleaning immediately after each patient examination, perform the bedside-cleaning and manual-cleaning procedures for the endoscope as described in the endoscope¿s instruction manual, but with the modifications described in this section. This section describes: 1) how certain steps performed at the bedside can be performed using less fluid volume, and using water in place of detergent, 2) how the manual steps for brushing the channels and the elevator (if applicable), and for cleaning the outside surfaces of the endoscope are unchanged, but 3) how the requirement to connect certain flushing tubes, and the need to manually flush detergent and rinse water through the channels can be omitted. The functions of the modified/omitted steps are covered by the cleaning process of the oer-pro. After cleaning the endoscope following this modified procedure, the endoscope can be placed in the oer-pro. The oer-pro completes the cleaning process and follows this with high-level disinfection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the endoscope reprocessor, mistakenly was using a high-level disinfectant (mckesson opa) as the 1st step instead of enzymatic detergent (flexclean). It was discovery and corrected by the customer. There were no reports of patient harm. This report is related to and linked patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.